Event description:
The reporter indicated that the surgeon implanted and removed a 13.7mm vticmo13.7. -15.5/3.5/092 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens tore/broke during injection/delivery into the eye. Lens stuck in cartridge or injection system. There was patient contact(lens touched the eye). No patient injury. The lens was replaced with a same length lens on (B)(6) 2024. This resolved the problem.

Manufacturer narrative:
A4 - unk a5 - unk a6 - unk h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).